Event description:
It was reported that the right ventricular lead had decreased r-waves within the week following implant. After several repositioning attempts, increasingly more rotations were required to extend and retract the helix. Finally, when an excess of thirty full rotations were required the physician felt uncomfortable with the product performance and requested another lead. The lead was explanted and replaced. It was noted that the physician used the previous lead to retain access so there is a nick out of the insulation just superior to the proximal coil where the wire was inserted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the defibrillation conductor (not obstructed), the outer insulation was breached cut, the outer tubing overlay was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The analyst noted that the lead was returned with the distal coil distorted within the connector. The helix will not extend or retract at this time due to the distortion within the connector.